Event description:
On (B)(6)2026, a healthcare professional reported that the upper right anchor fractured off in the appliance. No permanent injuries were reported. No additional information was provided.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted.the manufacturer internal reference number is: (B)(4).